Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 40mm trident liner. Additional information has been requested and if received, will be provided in a supplemental report. Patient kept.

Event description:
It was reported that patient was a frequent dislocator and the surgeon elected to change acetabular liner for a constrained liner for a greater stability.

Manufacturer narrative:
The patient is (B)(6). An event regarding dislocation regarding an unknown trident liner was reported. The event was not confirmed. The exact root cause of the event could not be determined because insufficient information was received.

Event description:
It was reported that patient was a frequent dislocator and the surgeon elected to change acetabular liner for a constrained liner for a greater stability.